Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. As no product could be returned, a thorough evaluation of the device could not be carried out. The device was intended for use in treatment. It was reported that all indicator lights were solidly illuminated. An image provided confirmed this. This confirmed a relationship between the event and the device. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during inspection all of the lights on the pico14 pump lit up when turned on for the first time. No patient involved.